Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented post implant in emergency room with a heart rate of 45 bpm. Upon interrogation the right ventricular lead exhibited intermittent loss of capture and r wave amplitude variation. Patient had good underlying ventricular response in af. Pacing was turned off due to the risk of undersensing. Prior to repositioning the lead exhibited loss of capture. The impedance was normal. Upon opening the pocket it was difficult to pass the stylet down the lead. Externalized conductors were observed proximal to the suture sleeve. Diathermy was used during opening the wound. Physician believes that externalization was due to the patient doing pull-ups. The patient was stable post procedure.